Event description:
Noticed white fuzzy substance on black plunger of kendall monoject smartip 3ml syringe ((B)(4); lot#200204) while drawing up dexamethasone manufactured by pfizer (made in (B)(4); lot #7601023; expiration 11/2013. While substance was scraped off plunger and stained with koh. Smooth continuous filaments were seen with possible segments and bud on the ends of the strands. Suspected to be plastic filaments but cannot rule out a possible fungus. Medication and syringe are being cultured and awaiting results. Syringe and medication was not used in a pt.